Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air water-cylinder (tube) had foreign objects (white foreign material), light guide lens had foreign objects. Based on the results of the investigation, it is likely the following led to the malfunction: however, a root cause for no picture and foreign objects in air water-cylinder + tube and light guide lens could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had no picture. The issue was found during inspection for use. There were no reports of patient involvement.